Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The system and its components met all specifications prior to being released. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported scratch/pit on the cone (lens) issue with an intralase patient interface (pi) after the patient was applanated. They released vacuum, changed the cone and completed the surgery successfully. There was no patient injury reported. This report is one (1) of two.